Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("a fractured implant"), uterine perforation ("perforation(uterus)"), embedded device ("device embedment / one device embedded in uterus on blood 4vessel too risky to remove"), device expulsion ("migration of essure device : uterus"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("post implant pregnancy / pregnancy (termination)") and pelvic pain ("pelvic pain / pain") in a 29-year-old female patient (gravida 5, para 4) who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy". The patient's past medical history included menses irregular, augmentation mammoplasty, uterine fibroid, shortness of breath, multigravida and parity 4 ((B)(6) 1997, (B)(6) 2000, (B)(6) 2003, (B)(6) 2017). The patient denies chronic pain or dyspareunia. She denies lower abdominal pain/bleeding,. Concurrent conditions included yeast infection and flu. Concomitant products included formaldehyde solution (formalin) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, 2 years 2 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder )"), uterine neoplasm ("tumor on uterus") and abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic removal of the essure coils due to complications from the essure), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (ablation) and surgery (hysterectomy,salpingectomy (one side removal of fallopian tube),). At the time of the report, the device breakage, uterine perforation, embedded device, device expulsion, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, uterine neoplasm, fatigue, abdominal pain lower, depression and anxiety outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine neoplasm, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she did not allege that essure caused birth defects. One of her fallopian tubes was removed and there is an essure coil still in the wall of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed that essure was successfully occluded (B)(6) 2016 : hysterosalpingogram : 1. The right fallopian tube is widely patent. 2. Unchanged position of the right expulsed essuremicronsert projecting cephalad to the uterine fundus. 3. Fragmentation of the left essure-micronsert is unchanged. "Concerning the injuries reported in this case , the following one/ ones were described in patient's medical record : confirming- device brakage." Most recent follow-up information incorporated above includes: on 5-jul-2018: events- "depression, mental anguish" event onset date added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("a fractured implant"), uterine perforation ("perforation(uterus)"), embedded device ("device embedment / one device embedded in uterus on blood 4vessel too risky to remove"), device expulsion ("migration of essure device : uterus"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("post implant pregnancy / pregnancy (termination)") and pelvic pain ("pelvic pain / pain") in a 29-year-old female patient (gravida 5, para 4) who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy". The patient's past medical history included menses irregular, augmentation mammoplasty, uterine fibroid, shortness of breath, gravida ii and parity 4 ((B)(6) 1997, (B)(6) 2000, (B)(6) 2003, (B)(6) 2017). The patient denies chronic pain or dyspareunia. She denies lower abdominal pain/bleeding,. Concurrent conditions included yeast infection and flu. Concomitant products included formaldehyde solution (formalin) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder )"), urinary tract infection ("urinary tract infection"), dyspareunia ("dyspareunia(painful sexual intercourse)"), uterine neoplasm ("tumor on uterus") and abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic removal of the essure coils due to complications from the essure), surgery (hysterectomy with unilateral salpingectomy), surgery (ablation) .at the time of the report, the device breakage, uterine perforation, embedded device, device expulsion, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, uterine neoplasm, fatigue and abdominal pain lower outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine neoplasm, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she did not allege that essure caused birth defects. One of her fallopian tubes was removed and there is an essure coil still in the wall of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed that essure was successfully occluded (B)(6) 2016 : hysterosalpingogram : 1. The right fallopian tube is widely patent. 2. Unchanged position of the right expulsed essuremicronsert projecting cephalad to the uterine fundus. 3. Fragmentation of the left essure-micronsert is unchanged. "Concerning the injuries reported in this case , the following one/ ones were described in patient's medical record : confirming- device brakage." Most recent follow-up information incorporated above includes: on 5-apr-2018: events : " abnormal bleeding ( general ), abnormal bleeding (vaginal ), menorrhagia, infection (bladder ), urinary tract infection, dysmenorrhea (cramping), d&c, dyspareunia(painful sexual intercourse), tumor on uterus, fatigue, perforation(uterus), device embedment / one device embedded in uterus on blood 4vessel too risky to remove " reported added from pfs. Historical conditions are added from mr . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("a fractured implant"), uterine perforation ("perforation(uterus)"), embedded device ("device embedment / one device embedded in uterus on blood 4vessel too risky to remove"), device expulsion ("migration of essure device : uterus"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("post implant pregnancy / pregnancy (termination)") and pelvic pain ("pelvic pain / pain") in a 29-year-old female patient (gravida 5, para 4) who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy". The patient's past medical history included menses irregular, augmentation mammoplasty, uterine fibroid, shortness of breath, multigravida and parity 4 ((B)(6)1997, (B)(6)2000, (B)(6)2003, (B)(6)2017). The patient denies chronic pain or dyspareunia. She denies lower abdominal pain/bleeding,. Concurrent conditions included yeast infection and flu. Concomitant products included formaldehyde solution (formalin) and ibuprofen. On (B)(6)2009, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6)2012, 2 years 2 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder )"), uterine neoplasm ("tumor on uterus") and abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic removal of the essure coils due to complications from the essure), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (ablation) and surgery (hysterectomy,salpingectomy (one side removal of fallopian tube),). At the time of the report, the device breakage, uterine perforation, embedded device, device expulsion, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, uterine neoplasm, fatigue, abdominal pain lower, depression and anxiety outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine neoplasm, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she did not allege that essure caused birth defects. One of her fallopian tubes was removed and there is an essure coil still in the wall of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: confirmed that essure was successfully occluded (B)(6)2016 : hysterosalpingogram : 1. The right fallopian tube is widely patent. 2. Unchanged position of the right expulsed essuremicronsert projecting cephalad to the uterine fundus. 3. Fragmentation of the left essure-micronsert is unchanged. "Concerning the injuries reported in this case , the following one/ ones were described in patient's medical record : confirming- device brakage" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a fractured implant'), uterine perforation ('perforation(uterus) / migration'), embedded device ('device embedment / one device embedded in uterus on blood 4vessel too risky to remove'), device expulsion ('migration of essure device : uterus'), genital haemorrhage ('abnormal bleeding (general)') and pelvic pain ('pelvic pain / pain') in a 29-year-old female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy". The patient's medical history included menses irregular, augmentation mammoplasty, uterine fibroid, shortness of breath, multigravida and parity 4 ((B)(6) 1997, (B)(6) 2000, (B)(6) 2003, (B)(6) 2017). The patient denies chronic pain or dyspareunia. She denies lower abdominal pain/bleeding. Concurrent conditions included yeast infection and flu. Concomitant products included formaldehyde solution (formalin) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"), 2 years 2 months after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy / pregnancy (termination)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder )") and abdominal pain lower ("lower abdominal pain") and was found to have uterine neoplasm ("tumor on uterus"). The patient was treated with surgery (ablation, hysterectomy with unilateral salpingectomy, hysterectomy,salpingectomy (one side removal of fallopian tube), and underwent a laparoscopic removal of the essure coils due to complications from the essure). Essure was removed. At the time of the report, the device breakage, uterine perforation, embedded device, device expulsion, pregnancy with contraceptive device, dyspareunia, uterine neoplasm, fatigue, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea and abdominal pain lower had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine neoplasm, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she did not allege that essure caused birth defects. One of her fallopian tubes was removed and there is an essure coil still in the wall of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: confirmed that essure was successfully occluded. Diagnostic results: (B)(6) 2016 : hysterosalpingogram : 1. The right fallopian tube is widely patent. 2. Unchanged position of the right exposed essure micronsert projecting cephalad to the uterine fundus. 3. Fragmentation of the left essure-micronsert is unchanged. "Concerning the injuries reported in this case , the following one/ ones were described in patient's medical record : confirming- device brakeage" lot number: 63723 is not valid. Lot number report 63723 is invalid. Lot number: 637223, manufacture date: 2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a fractured implant'), uterine perforation ('perforation(uterus) / migration'), embedded device ('device embedment / one device embedded in uterus on blood 4vessel too risky to remove'), device expulsion ('migration of essure device : uterus'), genital haemorrhage ('abnormal bleeding (general)') and pelvic pain ('pelvic pain / pain') in a 29-year-old female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy". The patient's medical history included menses irregular, augmentation mammoplasty, uterine fibroid, shortness of breath, multigravida and parity 4 ((B)(6) 1997, (B)(6) 2000, (B)(6) 2003, (B)(6) 2017). The patient denies chronic pain or dyspareunia. She denies lower abdominal pain/bleeding,. Concurrent conditions included yeast infection and flu. Concomitant products included formaldehyde solution (formalin) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"), 2 years 2 months after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy / pregnancy (termination)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), heavy menstrual bleeding ("menorrhagia"), cystitis ("infection (bladder )") and abdominal pain lower ("lower abdominal pain") and was found to have uterine neoplasm ("tumor on uterus"). The patient was treated with surgery (ablation, hysterectomy with unilateral salpingectomy, hysterectomy,salpingectomy (one side removal of fallopian tube), and underwent a laparoscopic removal of the essure coils due to complications from the essure). Essure was removed. At the time of the report, the device breakage, uterine perforation, embedded device, device expulsion, pregnancy with contraceptive device, dyspareunia, uterine neoplasm, fatigue, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, dysmenorrhoea and abdominal pain lower had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine neoplasm, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she did not allege that essure caused birth defects. One of her fallopian tubes was removed and there is an essure coil still in the wall of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: confirmed that essure was successfully occluded. Diagnostic results: (B)(6) 2016 : hysterosalpingogram : 1. The right fallopian tube is widely patent. 2. Unchanged position of the right expulsed essuremicronsert projecting cephalad to the uterine fundus. 3. Fragmentation of the left essure-micronsert is unchanged. "Concerning the injuries reported in this case , the following one/ ones were described in patient's medical record : confirming- device brakage" lot number: 63723 is not valid. Lot number report 63723 is invalid. Lot number: 637223 manufacture date: 2009-04 expiration date: 2012-04. Most recent follow-up information incorporated above includes: on 14-may-2021: medical record received: reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a fractured implant'), uterine perforation ('perforation(uterus) / migration'), embedded device ('device embedment / one device embedded in uterus on blood 4vessel too risky to remove'), device expulsion ('migration of essure device : uterus'), genital haemorrhage ('abnormal bleeding (general)') and pelvic pain ('pelvic pain / pain') in a 29-year-old female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy". The patient's medical history included menses irregular, augmentation mammoplasty, uterine fibroid, shortness of breath, multigravida and parity 4 ((B)(6)1997, (B)(6)2000, (B)(6)2003, (B)(6)2017). The patient denies chronic pain or dyspareunia. She denies lower abdominal pain/bleeding,. Concurrent conditions included yeast infection and flu. Concomitant products included formaldehyde solution (formalin) and ibuprofen. On(B)(6)2009, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient experienced urinary tract infection ("urinary tract infection"), 2 years 2 months after insertion of essure. On(B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy / pregnancy (termination)"). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder )") and abdominal pain lower ("lower abdominal pain") and was found to have uterine neoplasm ("tumor on uterus"). The patient was treated with surgery (ablation, hysterectomy with unilateral salpingectomy, hysterectomy,salpingectomy (one side removal of fallopian tube), and underwent a laparoscopic removal of the essure coils due to complications from the essure). Essure was removed. At the time of the report, the device breakage, uterine perforation, embedded device, device expulsion, pregnancy with contraceptive device, dyspareunia, uterine neoplasm, fatigue, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea and abdominal pain lower had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine neoplasm, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she did not allege that essure caused birth defects. One of her fallopian tubes was removed and there is an essure coil still in the wall of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: results: confirmed that essure was successfully occluded. Diagnostic results: (B)(6)2016 : hysterosalpingogram : 1. The right fallopian tube is widely patent. 2. Unchanged position of the right expulsed essuremicronsert projecting cephalad to the uterine fundus. 3. Fragmentation of the left essure-micronsert is unchanged. "Concerning the injuries reported in this case , the following one/ ones were described in patient's medical record : confirming- device brakage" lot number: 63723 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2020: pfs received: outcome of the events - pain (pelvic pain, abdominal pain lower, dysmenorrhoea), bleeding (genital bleeding, vaginal haemorrhage, and bladder/urinary problems (cystitis, urinary tract infection) were updated to recovered/resolved. Event of pregnancy with contraceptive device downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("a fractured implant") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent a laparoscopic removal of the essure coils due to complications from the essure). Essure was removed. At the time of the report, the device breakage, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device breakage, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed that essure was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.